Manufacturer narrative:
No product will be returned per customer. The customer complaint of spin collar breakage could not be confirmed due to the product was not returned for failure investigation.the root cause of this failure was not identified.

Event description:
The customer reported that the tubing shattered at the connection of the patient&#38112;piv while unhooking the tubing. There was no patient harm reported.